Event description:
Reference MFR. Report # 3006705815-2019-01385. It was reported that patient had a lead revision on (B)(6) 2019 due to single lead migration. One of the leads and swift lock anchors were replaced. Therapy was restored post op and stimulation provided good coverage. Both the leads were reported because it was unknown which lead was migrated.